Event description:
Pericardial sump used during heart transplant surgery. Sump placed in left ventricular cavity of donor heart; became entangled in lateral chords to the anterior leaflet of the mitral valve; carefully disentangled. Moderate mitral regurgitation noted, mitral valve replaced.